Event description:
The manufacturer received information alleging a ventilator was alarming for low-pressure high priority alarms and failure alarms. There was no harm or injury reported.   The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging was alarming for low-pressure high priority alarms and failure alarms. There was no harm or injury reported. The ventilator was evaluated by a third-party field service engineer and the customer¿s complaint was confirmed. The device did not pass the evaluation as specified in the service manual. The connectors are in good condition, the cabinet and other parts are in good conditions, it is not necessary to replace batteries.